Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed and the proglide device was not flushed prior to use. It should be noted that the perclose proglide instructions for use, (IFU) states perform a femoral angiogram to verify the location of the puncture site. Additionally it states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It is unknown if the reported violations of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in a femoral vein via 6fr sheath using the preclose technique prior to a ep watchman procedure. Reportedly, the proglide device was not flushed prior to used and once inserted into the patient anatomy no blood flow was achieved from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 13fr and the ep procedure was completed. Hemostasis was achieved using the successfully pre-placed sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No imaging was taken prior to the procedure. No additional information was provided.